Manufacturer narrative:
The device was inspected and tested on april 02, 2017. Within this inspection, functional testing and visual inspection was made. The result was: product in specification, no failure found. From the information reported our assumption is that the incident may be due to the pin placement or due to insufficient pin pressure. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head. Distributor stated that another incident happened at these hospital. These incident will be documented in a further MDR.

Event description:
Distributor called on behalf of customer on 03/22/2017 to repair and evaluation of skull clamp. Sales department was contacted on 03/15/2017 from distributor. Distributor stated: hospital had another incident and would like to send the skull clamp in for inspection. The tear was because the bottom pin on the rocker arm never penetrated bone and the surgeon closed the clamp causing the pin to slide down the backside of the patient skull. This resulted in a 1 and 1/2" inch laceration cephalad and posterior to the top of the ear. The second incident that just occurred was posterior cervical. Second incident will be documented in a further MDR.